Event description:
Boston scientific received information that this implanted pacemaker had reached elective replacement time (ert) two days after device check. During the device check, gas gauge indicated one year remaining and magnet rate was 90 pulse per minute (ppm). The competitor field representative who checked the device wanted to know what caused the rapid change. Boston scientific technical services (ts) explained the normal device behavior and how the device longevity was calculated. It was reported that the patient is not pacer dependent. Attempts to obtain additional information were unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated that the pacemaker was explanted. No additional adverse patient effects were reported.